Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval. As the event occurred over multiple over multiple lots, the following MDR have been submitted for lot 400208: 3005248192-2024-00218.

Event description:
The customer reported one discrepant result on the alinity m hr hpv amp kit. Sid (sample ID) (B)(6) was tested on (B)(6) /2024 and gave a result of hpv 18 detected. When retested on (B)(6) 2024, a result of not detected was obtained. The positive sample with the prefix of gh will be followed up by the pathologist. If they had answered them as negative, then they would not have been followed up by the pathologist but answered as negative and called according to the program that exists for recurring screening of hpv. There has been no report of impact to patient management. The customer consider this a false not detected result.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: the assay met specification requirements as no error codes or flags were displayed for the run controls, indicating the reagents are performing per specification. Retain/file sample review: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lots 398807 and 400208 was performed. The file sample evaluation for lots 398807 and 400208 met the acceptance criteria and validity criteria that was established. As a result, the product file sample evaluation for the alinity m hr hpv amp kit (list 09n15-090) lots 398807 and 400208 received a disposition of pass. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lots 398807 and 400208 (including components) did not identify any issues that could result in the reported complaint. No issues or records related to the reported complaint were found that would indicates any issues that could have led to the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lots 398807 and 400208 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. A product deficiency was not identified by this review. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 398807 and 400208 and their components were searched. The CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for lots 398807 and 400208 and their components. A product deficiency was not identified by this review. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated in (B)(4), which reported discrepant false negative results for the hr hpv while using alinity m hr hpv amp kit (list 09n15-090) lots 398807 and 400208. Complaint trending was performed and did not identify a new adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lots 398807 and 400208 was not identified.